Event description:
As reported to coloplast though not verified, pt was implanted with restorelle a trap and restorelle p t mesh. Later, the pt experienced mesh exposure, urinary tract infections, dyspareunia, incontinence, dysuria, yeast infection and suprapubic discomfort. An excision of the mesh was performed. Subsequent treatments and/or therapies were also reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.